Manufacturer narrative:
Date of event: estimated dates. (B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article "percutaneous transaxillary versus surgically-assisted transsubclavian tavr: a single center experience".

Event description:
It was reported through a research article identifying proglide devices that could be related to the following outcomes: failure to achieve hemostasis resulting in use of second device, balloon dilatation, major access site bleeding requiring use of stent, acute kidney injury, stroke, access site nerve injury, neurologic deficit, access site hematoma treated conservatively, treatment with medications, fever, pain, additional hospitalization, and off label use in axillary artery. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous transaxillary versus surgically-assisted transsubclavian tavr: a single center experience".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulty listed cannot be determined based on the limited information available and the device not returned for analysis. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the literature information the device was used in the axillary artery. It should be noted that the proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU violation contributed to reported event.

Event description:
It was reported through a research article identifying proglide devices that could be related to the following outcomes: failure to achieve hemostasis resulting in use of second device, balloon dilatation, major access site bleeding requiring use of stent, acute kidney injury, stroke, access site nerve injury, neurologic deficit, access site hematoma treated conservatively, treatment with medications, fever, pain, additional hospitalization, and off label use in axillary artery. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous transaxillary versus surgically-assited transsubclavian tavr: a single center experience".